Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 308-550 mg/dl, with trace ketones. Cause was not known. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.